Event description:
It was reported that during a prostate procedure "end firing at 13483j" was observed. A second fiber was used to complete the case. Patient outcome: "no injury to the patient".

Manufacturer narrative:
(B)(4).